Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s implantable cardioverter defibrillator was perceiving non-sustained right ventricular oversensing from intermittent post paced t-wave oversensing on the right ventricular lead. No inappropriate therapy was delivered. Programming changes were made. The patient will be monitored normally.